Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
During an avnrt procedure, after an rf application, av mobitz 1 heart block was observed. The patient is now in av mobitz 3. Corticosteroids and isuprel were administered. There were no performance issues with any abbott device. No known preexisting device therapy, underlying heart disease, or pre-existing comorbidities (cardiac or non-cardiac).

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Three sets of log files were returned that corresponded to the reported device model and event date; however, the device¿s batch number was unable to be provided therefore all three log file sets were reviewed. Analysis of all log files concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of all the log files. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.